Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. However, without receipt of the device we are unable to determine root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device's oxygen could be heard leaking internally. Complainant indicated that there was no patient involvement in the reported malfunction.